Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 : narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no actual alarms from the patient's device or from the power module. The event log files were analyzed again and captured no further low speed, pump stop events, or notable alarms on the power module. The patient was clinically well, and no further alarms occurred. The patient had no further pump stops since 03jun2024 and was medically managed with a destination therapy strategy. The patient's weight loss was managed, and hardware damage was avoided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module (serial (B)(6)) was evaluated following the reported event of alarms. The power module was not returned for analysis. Additional information provided on 23july2024 indicated that there were no alarms related to the power module and that the power module had no issues. The root cause of the reported event was determined to not be correlated to an issue with the power module. The device history records (shop orders were reviewed for the power module (serial# (B)(6)) and was found to have passed all manufacturing and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted alarms from the power module overnight, so it was exchanged for a spare unit. The event log files were analyzed and captured no low speed, pump stop events, or notable alarms on the power module. The patient was clinically well, and no further events occurred.